Event description:
The cardiologist attempts arteriotomy closure with a prostar plus 10 fr pvs device. One needle did not enter the barrel and therefore did not present. The needle froze and backdown was not successful. The device was pulled out. The pt went to successful manual compression and did fine after the procedure. Eval of the returned device indicated that the needle that did not present had not followed its intended track into the barrel of the device.